Manufacturer narrative:
An event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method & results: -device evaluation and results: the event was confirmed. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. -medical records received and evaluation: not performed as no patient information was provided. -device history review: no discrepancies were reported. -complaint history review: there have been 2 other events for the referenced lot. Conclusions: the device was confirmed to have broken following approximately 10 years of service. An instrument's service life is finite and dependent on number of use cycles and proper maintenance. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
Event occurred in (B)(6) hospital operating theatres. Surgeon was impacting exeter rasp 37.5 size 0 down into the patient's femur when the neck of the rasp snapped off at the point where the broach connected. This left the rasp inside the patient's femur with no way of attaching the broach handle again in order to remove it. Removal required the cutting away of some extra bone in order to expose more of the rasp. A vice grip instrument was then used to pull the broken rasp free of the bone.

Event description:
Event occurred in (B)(6) public hospital operating theatres. Surgeon was impacting exeter rasp 37.5 size 0 down into the patient's femur when the neck of the rasp snapped off at the point where the broach connected. This left the rasp inside the patient's femur with no way of attaching the broach handle again in order to remove it. Removal required the cutting away of some extra bone in order to expose more of the rasp. A vice grip instrument was then used to pull the broken rasp free of the bone.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.